Manufacturer narrative:
On 30-dec-2024, the product investigation was completed as the device was not returned. D4 primary UDI number has been updated to (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31456582l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
On 24-jan-2025, bwi received additional information regarding the event. The lumen of the catheter required constant flushing. The device became blocked and unable to flush while presenting no apparent bends or kinks in the catheter. There was no patient harm reported. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and the device would not flush during the procedure. The issue occurred post the medical team's pre-map. The catheter was removed from the body by the tech, and she was not able to flush it manually with a syringe. The catheter was replaced, and the issue resolved. The procedure was continued. No patient consequences were reported.